Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported inability to establish gripper line removability was confirmed. All available information was investigated and a definitive cause for the reported inability to establish gripper line removability in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. There is no indication of product quality issue with respect to.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The first clip delivery system (cds) (70315u162) was advanced to a medial position on the mitral valve and the clip grasped the leaflets. Gripper line removability was tested; however, the gripper line could not be removed. Troubleshooting maneuvers were performed; however, the gripper line could not be removed and the cds was removed without deploying the clip. A second cds was prepared and advanced into the patient anatomy. Attempts were made to grasp the leaflet; however, the clip was unable to grasp the leaflet and the device was removed from the anatomy. The procedure was aborted, with the mitral regurgitation remaining at grade 3. No additional intervention is planned and the patient is in stable condition. No additional information was provided.